Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported after use that cardiosave intra-aortic balloon pump (iabp) unit alarming for error code 14. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(type of investigation, investigation findings, component code, conclusion), h11. A getinge field service engineer was dispatched to evaluate the unit. The fse reported that they confirmed the unit was alarming for code 14. The pressure and vacuum set points were within specification. The scroll compressor and muffler filters were replaced. It is noted that scroll compressor was 500 hours away from being replaced. Once parts were replaced the pressure and vacuum points were recalibrated. No alarming happened after, and the error was unable to be replicated. Device passed the performance and safety checks according to factory specifications.